Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported event could not be determined; however, the most probable cause could be attributed to the operator's technique. The instruction manual for use states, "do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use."

Event description:
Olympus received a medwatch report (mw#5067755) on march 1, 2017 and received additional information on march 2, 2017 stating that during a therapeutic cystourethroscopy, transurethral resection of the prostate (turp), and laser ablation procedure , the tip of the inner sheath of the device broke off inside the patient. The device fragment was retrieved. The procedure was completed with a 22 french cystourethroscope and a 1000 micron holmium laser. No patient injury reported.